Event description:
The image intensifier cracked and fell from the c-arm onto the groin of the patient at the end of the procedure. Radiologist and doctor lifted the intensifier off the patient until a cart could be placed to hold the weight. The patient stated she was fine and not injured. The intensifier fell onto radiologist's left hand and he was icing it after the case.